Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went into eri in less than the expected longevity of the device. The ICD was removed and replaced. No patient complications have been reported as a result of this event.